Event description:
The manufacturer was notified that a patient using a ds2adv auto CPAP device suffered a stroke in (B)(6) 2024. The patient has made multiple attempts to contact (B)(6) through the customer service line regarding the ds2 CPAP device. He reported receiving the device as part of a recall and mentioned that the heater plate is malfunctioning, preventing the delivery of humidity, which results in a very dry mouth after nightly use. The patient believes the device is still under warranty and is requesting contact to resolve this issue. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.